Manufacturer narrative:
The user reported a discrepancy between sensor glucose (sg) and blood glucose (bg) readings that led her to seek hospital treatment on 9-jul-2025. According to the user, she was diagnosed with hyperglycemia and dehydration and, at the time of the call, she was feeling fine but slightly nauseous. The event was related to diabetes, and the user provided an example of 9-jul-2025 at 12:35 pm CT with sg 237 mg/dl and bg 515 mg/dl. Review of the data management system (dms) showed that on 14-may-2025 at 3:41 pm, the user's sg was 94 mg/dl and no bg value was entered, and review of the alert history confirmed that the user did not receive a high glucose alert because the sg did not exceed the alert threshold. The user did not receive IV fluids at the hospital and was not prescribed medication. The user's hcp was aware of the event. In an associated sensor inaccuracy case inclusive of this event, it was determined that the sensor had deviated from normal behavior, and an RMA was issued for return of the sensor for further investigation.upon receipt, a visual inspection showed a portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. There was still sufficient hydrogel left over the optics, so functional testing was not expected to impacted. In-house testing did not reveal any anomalies. Review of in vivo raw data showed optical instability in all four channels around the time frame of the reported inaccuracies. This instability likely contributed to the inaccuracies observed. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel.the user was offered a sensor replacement as a resolution. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user was hospitalized due to hyperglycemia event which happened on (B)(6) 2025.the user was diagnosed with hyperglycemia and dehydration. The following example set was provided by the user: on (B)(6) 2025 at 12:35 pm where user's sg was 237 mg/dl and bg was 515 mg/dl. After dms review, we confirmed that the user didn't receive a high glucose alert at the time of event because the sg didn't go past the alert level.the user received IV fluid as treatment at the hospital. The user wasn't prescribed medication.the user's hcp was aware of the event.